Event description:
The advocate stated that the customer tested her blood glucose using her contour meter and received a reading of 300 mg/dl. She retested using another meter and received a reading of 80 mg/dl. The differences between the readings falls in the "d" zone of parkes error grid, making the differences clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.